Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the ER on (B)(6) 2015 experiencing pain and swelling at the ipg site. The patient was treated with antibiotics. Reportedly, the patient was seen by her physician on (B)(6) 2015 and he noted there was no sign of infection and the patient was healing well. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the entire scs system was explanted.